Event description:
It was reported that the ECG port feels loose. During routine checks, the user was unable to obtain ECG when tested with rhythm generator. The device was not in use on a patient at the time of event, there was no patient involvement.